Manufacturer narrative:
The "date of this report" and the "date received by MFR¿ provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. Detail trace analysis confirmed power error 25 alarm was triggered when back up battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb1, the pump was monitored and functioned properly. The insulin pump was received with scratched case, cracked select button keypad overlay, keypad overlay scratched, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump had a pump error 25. The customer's blood glucose level was unknown at the time of the incident. The mother states the insulin pump alarmed pump error 25. The customer was assisted with troubleshooting and the battery depleted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis